Manufacturer narrative:
H.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered upon completing pd treatment. When the patient was removing the cassette after treatment there was fluid discovered in the pump module area and on the exterior of the cassette. It was unknown where the leak was coming from. The patient was issued a new cycler. In a follow up with the patient's pd nurse it was confirmed that the patient did not have and harm, adverse event, or intervention associated with the fluid leak. The cycler is available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered upon completing pd treatment. When the patient was removing the cassette after treatment there was fluid discovered in the pump module area and on the exterior of the cassette. It was unknown where the leak was coming from. The patient was issued a new cycler. In a follow up with the patient's pd nurse it was confirmed that the patient did not have and harm, adverse event, or intervention associated with the fluid leak. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.